Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed two lead integrity alerts were triggered on (B)(6) 2012. There were 167 ventricular short interval counts in the 1.92 days between (B)(6) 2012. There were 15 ventricular non-sustained tachycardia episodes less than or equal to 213 milliseconds (ms) on (B)(6) 2012, 5 lead failure predictor high rate non-sustained episodes less than or equal to 215 ms average ventricular cycle length on (B)(6) 2012, and there was 1 ventricular fibrillation episode equal to 210 ms average ventricular cycle length on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead was possibly fractured and noise was seen on non-sustained tachycardia episodes. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.